Event description:
Customer called to report meter not reading accurately. Analysis run on consensus error grid using mean reading (201) as ref. Point vs. Bd readins (434, 94, 190, 87) yielded data points in the c zone of the grid, outside of acceptable limits.